Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported issue. Additionally, the se found the battery in a depleted state. The customer stated that it was not fully inserted into the battery slot originally. The se waited for a full battery charge, then updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, at start up, a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time of the reported event.